Event description:
Customer reported distal split septum port collapsed into fluid pathway and leaked during an infusion. The nurse set up a new IV set and the infusion continued with no problems. There was no pt harm and medical intervention was not required. No further pt or event information was reported.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with failure investigation results should the product be returned for evaluation.